Event description:
It was reported that the patient had pocket sensitivity and a tingling sensation around the device pocket area with water pressure in the shower or when rubbed or touched. The physician instructed the patient to take medication to decrease irritation in the pocket. The device is still in use. This patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.